Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd plastipak¿ luer-lok syringe has been found experiencing leakage during use. The following has been provided by the initial reporter: during the infusion with a bbraun perfusor space syringe pump (propofol 1% with an infusion rate of 6 ml/h) infusion solution was observed leaking from the luer lock connector, correctly and securely connected to the syringe bd plastipak ref. 300865. The patient woke up during intravenous sedation.

Event description:
It has been reported that the bd plastipak¿ luer-lok syringe has been found experiencing leakage during use. The following has been provided by the initial reporter: during the infusion with a braun perfusor space syringe pump (propofol 1% with an infusion rate of 6 ml/h) infusion solution was observed leaking from the luer lock connector, correctly and securely connected to the syringe bd plastipak ref. 300865. The patient woke up during intravenous sedation.

Manufacturer narrative:
H.6 investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Bd was not able to duplicate or confirm the customer¿s indicated failure. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. H3 other text : see h.10.